Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found containing insufficient gel before use. The following has been provided by the initial reporter: there is an unusual gel distribution that was noticed following the discovery of a tube that had gel on the outside of the tube (it stuck to the sampler's hands) and almost no gel on the inside. After a small internal investigation, here is our finding on the lot concerned (lot 9273512): outside the tube almost no longer having gel, some have a gel trail along the height of the tube. We uncorked some of these tubes and there was systematically gel inside the cap. Some tubes, of the same polystyrene rack as the previous ones, have bubbles at the gel level, sometimes up to twice as much volume as on the other tubes.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel outside tube and almost no gel on the inside with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and gel outside tube and almost no gel on the inside was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found containing insufficient gel before use. The following has been provided by the initial reporter: there is an unusual gel distribution that was noticed following the discovery of a tube that had gel on the outside of the tube (it stuck to the sampler's hands) and almost no gel on the inside. After a small internal investigation, here is our finding on the lot concerned (lot 9273512): outside the tube almost no longer having gel, some have a gel trail along the height of the tube. We uncorked some of these tubes and there was systematically gel inside the cap. Some tubes, of the same polystyrene rack as the previous ones, have bubbles at the gel level, sometimes up to twice as much volume as on the other tubes.